Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161407a/18770920, UDI: (B)(4). According to the instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis; adverse events that may occur include, but are not limited to include: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the physician reported that the patient was unable to move his legs. A MRI noted a spinal cord infarct at the level of t12. No further information was available at this time. On (B)(6) 2019, the physician reported they scanned the patient this afternoon and all limbs and hypos were patent.